Event description:
It was reported that the device gave an alarm with error message "error 1870". No known adverse effects to patient.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis with no damage observed. The customers reported problem regarding "pump showed lec 1861 code" was able to be duplicated. Power up of the pump displayed lec 1861. Review of the event log confirms the issue occurred. The pump was opened and motor current measured. The motor current measured greater manufacturing specification. The motor will be replaced as preventative maintenance.